Event description:
During surgical procedure of eye and use of aaron battery operated cautery there was a sudden flame eruption. The pt did receive a burn. The face around the eyes and nose were reddend and there were blisters and peeling.